Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to need assistance with the bolus wizard. Customer's blood glucose was 228 mg/dl. Customer did a correction for blood glucose of 200 mg/dl. Customer had gone to the clinic for low blood glucose. Customer declined troubleshooting. Customer will not be returning the device for analysis.